Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image loss and display of color bars, additionally the paddle connection was failing. The issues were found during a diagnostic procedure, which was completed with a similar device. There were no reports of patient harm.